Event description:
Underwent lasik surgery on both eyes in (B)(6) with dr (B)(6) using a carl zeiss mel 80 excimer laser with wave front assisted customized lasik and thereafter had serious dry eye problems, I was over corrected and I also had haloes, ghost images, star bursts. Also, I had micro and macro striae. I was asked to wait for 3 months for the side effects to clear but after that I started wearing spectacles again as it was affecting my daily life. Dry eyes are under control with restasis, genteal and blink eye drops.